Manufacturer narrative:
Additional info: through follow-up, it was learned that the product was discarded. Corrected data: further information was provided and reported that the issue is with the cartridge and not the lens. Therefore, this event is no longer considered a reportable malfunction and no further information will be provided. The following section has been updated accordingly: section h6: type of investigation: 4115 - device discarded. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a,a3b, a4, a5: information unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1 telephone (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged. There was no patient contact with the product. No other information was provided.